Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 38mm stent delivery system catheter was returned for analysis. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture. This is within max crimped stent profile measurement. The balloon cones were reviewed, and positive pressure were noted as its folds were opened with crimp markings visible on the exposed balloon profile. Contrast media was also noted in the balloon. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 71.2cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties encountered. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified distal left circumflex artery. After pre-dilation, a 3.00 x 38mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure resistance was felt and the device failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported. The patient condition was fine. However, returned device analysis revealed hypotube and stent detachment.